Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated when removing shield, shield was difficult to remove and needle missing once shield was removed and there is a clear liquid in the barrel of syringe prior to injection. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. No foreign matter was observed in the barrel. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Bd was not able to duplicate or confirm the customer¿s indicated failure (fm, missing cannula). Root cause: l2l dispatch #86722 was created for air jet out of adjustment.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated before use. The following information was provided by the initial reporter: material no:328468 batch no: 0022157. It was reported that needle hub separated when removing shield, shield was difficult to remove and needle missing once shield was removed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated before use. The following information was provided by the initial reporter: material no:328468 batch no: 0022157. It was reported that needle hub separated when removing shield, shield was difficult to remove and needle missing once shield was removed.